Event description:
Dexcom g6 cgm transmitter and tandem t:slim x2 insulin pump: new transmitter produced error message "invalid transmitter ID" and despite resetting multiple times transmitter would not be recognized. Second new transmitter produced same error message. Pump fails to recognize transmitters so cgm will not work, and functionality of the pump is lost. Customer support from tandem took in excess of 11 hours (first transmitter, 3 hours for response, then another hour for troubleshooting; second transmitter failure, 7 hours for tandem to respond on "24-hour customer support" line. This has not been resolved. FDA safety report ID# (B)(4).